Event description:
It was reported by a customer complaint that the pt was hospitalized due to high blood glucose levels. While in the hospital their blood sugar were stabilized with the pt off pump. When the pt was put back on pump and their blood sugar again became elevated. They could not be more specific as to what events lead to the hospitalization. They were insistent that they receive a new pump because their endocrinologist stated that was the likely reason, and did not wish to review the pump event log or any other troubleshooting measures. Pt also stated the lcd appeared broken.